Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: (B)(6) initial result = 6.8 mg/dl repeat result = 1.4 mg/dl reference range: 1.7 - 2.8 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000processing module for one sample. The following results were provided: sid (B)(6) initial result = 6.8 mg/dl repeat result = 1.4 mg/dl. Reference range: 1.7 - 2.8 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative observed the cc cuvette dry tip (09d51-02) was broken and replaced the part. The cc cuvette dry tip (09d51-02) was determined to be the likely cause of the elvated magnesium results. Part replacement resolved the issue. No additional discrepant results were reported since the part was replaced. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cuvette dry tip was identified.